Event description:
An ophthalmic surgeon reported that horizontal lines were seen in the stromal beds of three eyes. The surgeon does not believe that this is clinically significant. Additional info was sought and the surgeon's technician reported that the pts had good visual outcomes of 20/20 vision, and that no further info would be provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).